Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of intermittent power was observed during initial testing. The reported malfunction of "no ECG reading", was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunctions. The device was recertified and returned to the customer. No trend is associated with reports of this type.